Event description:
It was reported that the subject guidewire was torn off while using the subject guidewire in the catheter. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D4 expiration date - added. D4 gtin - updated. D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection revealed that the subject guidewire was noted to be kinked as the subject guidewire was broken/fractured approx. 190 cm from the proximal end. In addition, the ptfe (polytetrafluoroethylene) was seen to be peeling approx., 16 cm from the proximal end. The core wire distal end was observed through the distal tip dome. A functional inspection could not be performed due to the damage to the subject guidewire. The reported complaint was confirmed during the device analysis. The device failed to meet specification based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the customer reported that the subject guidewire tore off while using it in the trak21 device. Additional information received indicates that there were no adverse consequences reported by the user, this issue was noticed during use of the device on the patient, the device was prepared for use as per the directions for use. The subject guidewire device was received, and it was confirmed that the subject guidewire was fractured and kinked, there was also some peeling noted to the ptfe (polytetrafluoroethylene) coating. It is likely that there were procedural and/or anatomical factors present during the clinical procedure which caused difficulties while manipulating the guidewire and subsequent kinking and fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire broken/fractured during use¿ and to the analyzed ¿guidewire kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The damage noted to the ptfe coating is indicative of interaction with an under tightened torque device. An assignable cause of handling damage will be assigned to the analyzed ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that the subject guidewire was torn off while using the subject guidewire in the catheter. There were no clinical consequences to the patient reported as a result of this event.